Event description:
It was reported that: the swg was found to be kinked during use on patient. There was no reported patient harm or consequence.

Manufacturer narrative:
Qn#(B)(4). The report of a kinked guide wire was confirmed through complaint investigation of the returned sample. The customer returned one, opened cvc kit for analysis. The guide wire will be analysed as part of this complaint investigation. No definite signs-of-use were observed. Visual analysis revealed multiple kinks along the guide wire body. Microscopic examination confirmed the damage and revealed that the distal and proximal welds were secure and intact. The kinks on the guide wire measured 325mm and 352mm from the proximal weld. The guide wire length measured 681mm, which was within the specification limits of 677mm-687mm per the guide wire product drawing. The kink location and the guide wire total length were measured via calibrated ruler. The guide wire outer diameter measured 0.840mm via calibrated micrometer, which was within the specification limits of 0.838mm-0.877mm per the guide wire product drawing. The returned guide wire was inserted through the returned syringe/ 18ga needle assembly as per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". Little to no resistance was encountered as the guide wire passed completely through the assembly. A manual tug test confirmed that the distal and proximal welds were secure and intact. The IFU provided with both the reported and returned kits informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, audiographic visualization should be obtained and further consultation requested". A device history record review was performed one the sample as received, and no relevant findings were identified. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: the swg was found to be kinked during use on patient. There was no reported patient harm or consequence.

Manufacturer narrative:
(B)(4).